Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿check that your luer-lock connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received malfunction alarm and the luer lock became unscrewed. The customer reattached the luer lock. Tandem technical support assisted the contact with resetting the pump and the malfunction alarm did not reoccur. The customer's blood glucose level was 124 mg/dl.